Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture clips were used. During use, the suture clip would not clamp down and close properly. Numerous ties within the same package were attempted to use; however, when it functioned properly, it would then fall off of the suture and into the abdominal cavity. Another like device from a different lot number was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.